Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a pump that was delivering dilaudid (hydromorphone) with unknown concentration, dose, and lot number. The indication for use was non-malignant pain. It was noted the patient was "bedbound" waiting on oral medications prior to the pump and then got the pump, but was still taking oral medications. The pump was just refilled last month and the next refill date was (B)(6) 2015. It was reported that the patient had spinal headaches for three months after implant on (B)(6) 2014. The patient ended up having to bring the medication down to the lowest concentration in (B)(6) of 2014 and had to take oral medications to try and control the spinal headaches. They turned the medication down because they thought the headaches were from the medication and figured out later that the medication was not the issue. The healthcare provider (hcp) did a blood patch in the same month, which partially worked. Then through an MRI (magnetic resonance image) a pinched nerve was found because the patient was experiencing a headache in a different area than before. The medication was changed from dilaudid to morphine (unknown dose, concentration and lot number) in (B)(6) and then back to dilaudid in (B)(6) of 2015. It was further noted that headaches resolved with the blood patch, but the patient still had intermittent headaches because of the pinched nerve. It was noted the patient was not off oral medications yet, but it was minimum with the pump. The patient was getting refilled every 2 months and was almost to the point where she didn't need oral medications and could change the concentration of the medicine.